Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two (2) non-dehp micro-volume extension sets separated during set up. "The end piece of microbore tubing fell off". There was no patient involvement. No additional information is available.

Manufacturer narrative:
The two (2) samples were received for evaluation. A visual inspection was performed with the naked eye. The sample units had no blister packages and one of them has a missing slide clamp. During visual inspection it was noted that the male luer lock adapter, one piece, micro bore was missing in both samples. No additional defects were observed on either sample. Dimensional measurements were performed with satisfactory results on both samples. The reported condition was verified on both samples. The reported defect was determined to be related to manufacturing process on both samples. Should additional relevant information become available, a supplemental report will be submitted.